Manufacturer narrative:
The reported event was confirmed. A photo of a three way irrigation latex foley was returned. The irrigation eye was not punched. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water."

Event description:
It was reported that prior to use of the device, the physician noted the lumen of the catheter was absent. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that prior to use of the device, the physician noted the lumen of the catheter was absent. No patient involvement.